Event description:
It was reported a patient underwent a total knee arthroplasty surgery on (B)(6)2022 and a drain was used. The patient was moved to the ward, the drain was broken when performing milking by hands. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. [Procedure date] unknown : (B)(6) 2022. [Event date] unknown : (B)(6) 2022. [Additional event information] it is unknown whether the drain was replaced or not. [Contact name] unknown: (B)(6) [procedure name] unknown :total knee arthroplasty. What is the lot number? The lot number is unknown. Was the broken drain removed completely from the patient? No further information is available. Were any pieces left inside the patient? No further information is available. What is the current condition of the patient? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient?

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. Batch record review could not be performed as the lot no. Is not known. One used sample of drain received in two parts (drain was broken in two pieces). On inspection of drain sample, cut marks seems to be done with sharp object. As per the complaint statement, the drain was broken near the reservoir when performing milking by hand", there may be mishandling of product, as drain broken. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.